Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump alarmed "no disposable detected" two hours after starting. It was reported the end user switched out the pump, which did not resolve the alarming, then the user switched out the cassette resolving the issue.

Manufacturer narrative:
Report source: (B)(6).